Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
The patient was already hospitalized on inotropic support via a milrinone infusion prior to being electively implanted with heartware lvad ((B)(4)) via an off pump thoracotomy with hemisternotomy. While closing the incision the anesthesiologist noticed a ribbon-like matter from the aortic root extending to the aortic arch on the patient's transesophageal echocardiogram (tee). The surgical team suspected that it was a thrombus that had not been visualized previously on the tee and decided to re-open the hemisternotomy incision. A transaortic ultrasound was performed which revealed no evidence of thrombus in the aorta. The sternum was re-closed and patient was transferred to the intensive care unit for recovery and continued medical management. The patient remained intubated and sedated in the intensive care unit. When the sedation was weaned she was reported to be "slow to wake up" and agitated. Hospital staff performed a neurological assessment on the patient and determined that she was unable to follow commands, but had the ability to move all four extremities. A CT of the head revealed a large right side, ischemic stroke. The last report received by the site indicated that the patient was slowly recovering, but still suffered residual deficits as a result of the stroke. She is now able to get out of bed with assistance from physical therapy and ambulates with the assistance of two people and a walker.